Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment and on the exterior of the cycler set cassette when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving m31 air detected in cassette alarms twice during drain 2. The patient reported feeling abdominal extension. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The patient's contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the contact reported that treatment was not completed. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. There was cloudiness observed on the large domes of the cassette. The cycler set used by the customer is available. The contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: d9. H3- initially submitted with these inadvertently marked for no product return; h6- impact code- minor, clinical code - inadvertently omitted additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment and on the exterior of the cycler set cassette when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving m31 air detected in cassette alarms twice during drain 2. The patient reported feeling abdominal extension. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The patient's contact was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the contact reported that treatment was not completed. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. There was cloudiness observed on the large domes of the cassette. The cycler set used by the customer is available. The contact was informed a sample return kit would be shipped so they can return the sample. The reported cycler has been returned to the manufacturer for physical evaluation.